Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es patient result (patient result = 0.314 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was not reported to the clinician as the customer runs duplicate tropi es tests prior to reporting results (repeat patient result = 0.006 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es patient result was obtained. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing and/or an equipment or reagent related issue cannot be ruled out as a possible contributing factors.